Event description:
User experienced a leak from the left side of the analyzer that had gotten all over the floor and into the walkway. The leak was also inside the cabinet and on the ups unit. No pt samples were involved and no operators were harmed.

Manufacturer narrative:
The field service rep determined the internal float switch had failed. He replaced the float switch assembly. The customer ran controls to verify analyzer operation.